Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an intuitrak bifurcated stent graft in 2011. Subsequently the patient underwent a secondary intervention for a continued sac expansion without evidence of an endoleak. It was reported that the patient will undergo an elective explant for sac expansion and is currently being monitored. Date of scheduled explant is currently unknown.